Manufacturer narrative:
(B)(4). The complaint device was received and evaluated. Visual inspection confirms that the inserter tip is broken on one side. There was no damage to the anchor itself when inspected under magnification. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Although a definite root cause cannot be determined, it is a possibility that excess torque was applied when inserting the anchor at off angle which caused the inserter tip to break. Based on the overall complaint rate for this failure, this failure seems to be an anomaly and therefore, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient is male and (B)(6), had injury of hand tendon. During the surgery, the suture was broken during lifting before knotting. The surgeon had to change another one to complete. No adverse event occurred.